Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 1302mcg/day; lot unknown) via an implantable infusion pump. Indication for use was intractable spasticity and post spinal cord injury. Beginning on an unknown date, the patient experienced loss of efficacy. The hcp continuously increased the dose to over 1300mcg/day with no results. Computed tomography (CT) was performed and no abnormalities were noted. The hcp felt certain it was a catheter issue. The patient presented to the operating room (or) on (B)(6) 2016 with concerns of a catheter fracture. The catheter was surgically replaced on (B)(6) 2016. No catheter fracture was noted and everything looked normal upon examination. Following the replacement, the dose was reduced to 600.7mcg/day in simple continuous mode. The replacement seemed to have worked and as of (B)(6) 2016 the patient was still being titrated up on the dose. The issue was resolved. Patient status at the time of the report was alive with no injury. A supplemental report will be submitted if additional information is received. Document contains no new information. Document contains no new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the catheter found no significant anomaly. Conclusion code 11 no longer applies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.